Manufacturer narrative:
This report is being submitted to relay additional information. Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. This report should be voided.

Manufacturer narrative:
Cmp-(B)(4). Multiple MDR's were submitted for this event. Please see reports: 0001825034-2017-11012, 0001825034-2017-11014. Concomitant medical products: 11-106058 r/b rloc lhole shl 58 mm sz 25, lot 030710; 11-105905 arcom 28 mm rngloc lnr hwall 25, lot 143980. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total hip arthroplasty due to unknown reasons. Subsequently, the patient was revised due to wear. It was noted that there were signs of osteolysis behind the cup. Attempts have been made and no further information is available at this time.